Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. 821678,821570) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Concurrent conditions included perineal pain, endometrial biopsy and body mass index normal. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, before insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,"), weight increased ("weight gain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching") and skin disorder ("skin bumps,"). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain lower, menorrhagia, dyspareunia, rash, vaginal infection, vaginal discharge, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: confirming full occlusion of fallopian tubes. Abdominal x-ray report. Impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoretomy: unremarkable cervix. Benign proliferative endometrium. Adenomyosis of myometrium. Benign ovaries with multiple follicular cysts. Unremarkable fallopian tubes. Most recent follow-up information incorporated above includes: on 19-jun-2018: previously reported follow up receipt date 23-may-18 was incorrect. Correct follow up receipt was 22-may-2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. 821678) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain and endometrial biopsy. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"), depression ("depression/psychological or psychiatric problems; depression"), anxiety ("anxiety/psychological or psychiatric problems; anxiety") and fatigue ("chronic fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2016, the patient experienced rash ("rashes/rashes or skin conditions; rash,"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced back pain ("lower back pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), the first episode of skin disorder ("skin bumps"), pruritus ("itching") and the second episode of skin disorder ("skin bumps,"). The patient was treated with surgery (a total hysterectomy and bilateral salpingooophorectomy). Essure was removed on 11-jul-2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain lower, weight increased, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, rash, pruritus, fatigue, migraine and the last episode of skin disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection, weight increased, the first episode of skin disorder and the second episode of skin disorder to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoretomy: - unremarkable cervix. Benign proliferative endometrium. Adenomyosis of myometrium. Benign ovaries with multiple follicular cysts. Unremarkable fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, medical records, new reporter, patient demographic relevant information and lab data, essure indication and lot number, new events abnormal bleeding (general), migraines/headaches, skin bumps were added.the events pain clubbed with previous event incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. 821678 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Concurrent conditions included perineal pain, endometrial biopsy and body mass index normal. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,"), weight increased ("weight gain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching") and skin disorder ("skin bumps,"). The patient was treated with ibuprofen and surgery (totallaparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain lower, menorrhagia, dyspareunia, rash, vaginal infection, vaginal discharge, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoretomy: - unremarkable cervix. Benign proliferative endometrium. Adenomyosis of myometrium. Benign ovaries with multiple follicular cysts. Unremarkable fallopian tubes. Quality-safety evaluation of ptc: lot numbers 821678,821570 invalid: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot numbers 821678, 821570 were invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and genital haemorrhage ("abnormal bleeding (general),") in a 37-year-old female patient who had essure (batch no. 821678,821570) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high. Concurrent conditions included perineal pain, endometrial biopsy and body mass index normal. In 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,"), weight increased ("weight gain") and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching") and skin disorder ("skin bumps,"). The patient was treated with ibuprofen and surgery (a total hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain lower, menorrhagia, dyspareunia, rash, vaginal infection, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoretomy: - unremarkable cervix. Benign proliferative endometrium. Adenomyosis of myometrium. Benign ovaries with multiple follicular cysts. Unremarkable fallopian tubes . Most recent follow-up information incorporated above includes: on 23-may-2018: pfs recevied. New lot no. Added..events :headache. Concomitant disease, historical condition treatment drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') in a 37-year-old female patient who had essure (batch no. 821678, 821570-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophoretomy: unremarkable cervix. Benign proliferative endometrium. Adenomyosis of myometrium. Benign ovaries with multiple follicular cysts. Unremarkable fallopian tubes. Patient's current weight was 284 lbs. Concurrent conditions included perineal pain, endometrial biopsy, body mass index normal and morbid obesity. Concomitant products included enalapril maleate;hydrochlorothiazide (enalapril maleate and hctz) since 2004, intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,") and fatigue ("chronic fatigue/fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching"), skin disorder ("skin bumps,"), fibromyalgia ("fibromyalgia") and autoimmune thyroiditis ("hashimoto's"). The patient was treated with buspirone, ibuprofen, venlafaxine and surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, vaginal discharge, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine, headache, fibromyalgia and autoimmune thyroiditis outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fibromyalgia and autoimmune thyroiditis. Lot numbers ( 821678, 821570 ) are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') and genital haemorrhage ('abnormal bleeding (general),') in a 37-year-old female patient who had essure (batch no. 821678, 821570-both not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophorectomy: - unremarkable cervix. - benign proliferative endometrium. - adenomyosis of myometrium. - benign ovaries with multiple follicular cysts. - unremarkable fallopian tubes. Patient's current weight was 284 lbs. Concurrent conditions included perineal pain, endometrial biopsy, body mass index normal and morbid obesity. Concomitant products included enalapril maleate; hydrochlorothiazide (enalapril maleate and hctz) since 2004, intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,") and fatigue ("chronic fatigue/fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching") and skin disorder ("skin bumps,"). The patient was treated with buspirone, ibuprofen, venlafaxine and surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, vaginal discharge, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter added. Outcome of the event back pain, abdominal pain lower, pelvic pain updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), weight increased ("weight gain"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), rash ("rashes"), skin disorder ("skin bumps"), pruritus ("itching") and fatigue ("chronic fatigue"). The patient was treated with surgery (a total hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain lower, weight increased, menorrhagia, vaginal infection, depression, anxiety, dyspareunia, rash, skin disorder, pruritus and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pruritus, rash, skin disorder, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain,') in a 37-year-old female patient who had essure (batch no. 821678, 821570-both not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Abdominal x-ray report impression: bilateral essure devices, projecting over the pelvis bilaterally, in the expected locations of the fallopian tubes. Surgical pathology report. Uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo oophorectomy: - unremarkable cervix. - benign proliferative endometrium. - adenomyosis of myometrium. - benign ovaries with multiple follicular cysts. - unremarkable fallopian tubes. Patient's current weight was 284 lbs. Concurrent conditions included perineal pain, endometrial biopsy, body mass index normal and morbid obesity. Concomitant products included enalapril maleate; hydrochlorothiazide (enalapril maleate and hctz) since 2004, intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"). In (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric problems; depression") and anxiety ("anxiety/psychological or psychiatric problems; anxiety"). On (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions; rash,") and fatigue ("chronic fatigue/fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general),"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), pruritus ("itching"), skin disorder ("skin bumps,"), fibromyalgia ("fibromyalgia") and autoimmune thyroiditis ("hashimoto's"). The patient was treated with buspirone, ibuprofen, venlafaxine and surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, vaginal discharge, pruritus, weight increased, depression, anxiety, skin disorder, fatigue, migraine, headache, fibromyalgia and autoimmune thyroiditis outcome was unknown. The reporter considered abdominal pain lower, anxiety, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: more specifically, despite treatment, patient symptoms did not improve. Since her removal surgery, patient symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fibromyalgia and autoimmune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: fibromyalgia and hashimoto's. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.